Event description:
It was reported that approximately one month post-implant, the left ventricular (lv) lead was explanted and replaced for better positioning stability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed).